Event description:
Invalid result (s). Customer called in because her test cassette has no c-line or t-line. Customer confirmed that she performed the test correctly, and had applied 4 drops of buffer solution to the s-well, and waited until 15-30 mins. No control line or test line appeared. The customer repeated the test with another flowflex kit and got no c-line and no t-line. Both kits had the same lot number and expiration and the customer got them from walgreens. Customer was able to send a picture of one of the cassettes, but has thrown 1 away by accident. Customer does not have an email address she can provide.

Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov1120198. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with the dmr. Test results of retention samples of the reported lot meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.